Manufacturer narrative:
H11: upon further review of this record, it was determined that it is a duplicate of an event previously reported under MFR report #2518422-2023-06238. Any additional information will be submitted under the initially reported MFR# 2518422-2023-06238.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that error code 110b. The system was not in clinical use; there was no reported harm to patient/user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Rse advised customer to check the position of solenoid valve 3 and 4 with refence of service manual page 181.